Event description:
On (B)(6) 2018, the customer received the following results on the aviva system within 10 minutes: "822" mg/dl and 213 mg/dl. On (B)(6) 2018, the customer received the following results on the aviva system within 10 minutes: 502 mg/dl and 213 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.